Event description:
It was reported that after the patient was implanted with a non-preloaded intraocular lens (iol), the patient could no longer drive at night and they were experiencing severe headaches when located in a very lit place. The patient was experiencing glare from the red light of car flashlights and the yellow lights of some streetlights formed reflections. The patient indicated undergoing three interventions which improved glare. Currently, the patient's glare does not present in the form of spiderwebs, but rather looks like a sun, although somewhat smaller. The patient also indicated that during a car trip the week prior they lost sight of their lane on a two-way road due to reflection from car headlights. Through follow-up, we learned that the iol was implanted in the patient's right eye on (B)(6) 2023. The symptoms started when the patient removed the bandage. The patient received yttrium aluminum garnet (yag) laser treatment on (B)(6) 2024. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.